Event description:
After the line was placed, the nurse could not remove the guidewire. With force, the guidewire did come out but, a piece broke and stayed in the tip of the catheter. The line was then removed from the patient. The guidewire did not unravel after it broke.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.